Event description:
Pt was found in her apartment in a deep coma and in a state of circulatory shock and diabetic acidosis. Pt was taken to hospital and was resuscitated and given breathing support. She recovered from diabetic acidosis and has also regained consciousness from coma.